Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was not performed as analysis would not confirm the allegation or determine a probable cause.